Event description:
Pdc received a call on (B)(6) 2013 reporting medical intervention that occurred on (B)(6) 2013 at 7:00pm. Caller (B)(6) stated that pt was sweaty, weak, could not really talk and disoriented. At the time of the event prodigy meter glucose reading was said to be 169mg/dl. Pt thought her blood sugar level was low but the prodigy meter was reading higher. Paramedics were called immediately assuming problems other than her sugar level. Pt ate a sandwich while waiting on paramedics. No blood test were done by paramedics. Glucose reading upon arrival at hospital was 70 mg/dl. Caller does not know treatment administered at emergency room, only that her glucose was high enough to leave hospital. Hospital stay was overnight. Pt's normal blood glucose reading is 120-300 mg/dl. Pdc sent replacement and prepaid envelope requesting return of suspect device.

Manufacturer narrative:
Ok biotech check the returned meter and found. The current test is 1.1ua. The standard is <55ua. Pass. The working voltage test is 400.1mv(400+/-3mv). Pass. Meter's setting, audio and all buttons were ok. We tested the returned meter and strip with in house control solution. All results were within the acceptance range.